Event description:
It was reported that the patient presented to the hospital experiencing twitching sensation near the device pocket. Upon interrogation, it was noted that the right atrial (ra) lead failed to capture and failed to sense. Chest x-ray confirmed that the ra lead was dislodged. The ra lead was explanted and replaced on (B)(6) 2025. The patient was in stable condition.